Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6). Product type recharger product ID 37751, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6); product ID: 37751, serial/lot #: (B)(6). Analysis of the recharger (serial #: (B)(6) revealed that the software was lost. Analysis of the desktop charger (serial #: (B)(6), revealed the connector pin was bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that recharger not powering on. It was found that caller had a bent desktop charger (dtc) connector pin. A replacement dtc was sent to the patient. Primary caller called back reporting they received the replacement desktop charger but the recharger screen is still dark and not coming on. A replacement recharger will be sent to the patient. No symptoms were reported.